Event description:
It was reported that a wearable failure occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patient's child called 911 because the patient could not function. He couldn't talk and was incoherent. The patient woke around 12:30-1:00am. He had been experiencing signal loss problems and noted that at this time the sensor had failed. The patient reported that his phone didn¿t warn him that he was hypoglycemic because of the sensor problems and sensor failure. It was not specified nor clarified whether a bg was checked during the episode. Emergency medical services treated the patient with ¿sugar¿ like an icing or candy sweets to reverse his hypoglycemia. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0131 speech disorder; diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4), 3004753838-2024-085723 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The reported serious adverse event was previously reported under 3004753838-2024-088483. No additional patient or event information is available.